Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Review of the batch record associated with this lot did not reveal any sign of related defects during the leak test inspection. An analysis on the returned sample provided was tested and did not perform to requirement. An internal non-conformance has been created previously to address the same confirmed issue which has been approved and completed. Training was provided to all leak test and inspection operators on leak cuff defect thus no further investigation is required. The issue will be monitored through the post market product monitoring review. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting that the cuff was found torn when the user took the et tube out of the package. The product was not used on a patient, no further information was provided.